Manufacturer narrative:
The service found out that the lower segments of the display were inactive (display failure). For this reason the display has been replaced; the pump underwent the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump had "pixels missing from screen".